Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a 74mm thoracic aortic aneurysm. It was reported that prior to use the devices lumen and side port were flushed with saline fluid. The device was then delivered through the femoral access over the stiff wire. When the device was confirmed to be in the correct position by imaging, the deployment of the device commenced. The physician started to open the stent graft by keeping the slider side fixed on the stent graft shaft and slowly turning the blue side front grip side. The opaque ring at the most proximal of the stent's delivery catheter has reached the proximal markers on the stent. After this stage, the front grip was rotated however the stent graft cover did not open, although the front grip was turned in the right direction to open the stent, it did not open and was stuck. The procedure was stopped and the side port extension part of the stent was flushed again. Afterwards, a quick deployment was attempted with the trigger on the front grip, but the trigger did not move down and was stuck. The delivery system was then removed from the patient. After this, it was attempted to deploy the stent outside the patient, while trying to restore the trigger to make the system reusable, the bare metal stent proximal to the stent graft were released and some of the stent opened. But after that even with some of the bare metal stents free and some of the stent was open, it was still stuck when the front grip was turned and it continued to not open the stent. An alternative stent was implanted successfully. As per the physician the cause of the event was a manufacturing issue. No additional clinical device was were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusions; a 20 second video was received from the account. The video showed the valiant captivia graft being deployed in-vitro post removal from the patient. Although the graft is only partially deployed the freeflo stents are open. The delivery system and deployed graft were returned for evaluation. There was no abnormality observed to the graft. Kinks were visible along the graft cover 6.0cm, 7.8cm and 11.5cm from the graft cover tip. A severe kink was visible on the middle/inner member distal to the stent stop. There was no resistance noted when rotating the external slider or using the trigger to retract and advance the graft cover. The reported deployment/expansion difficulties could not be confirmed through analysis. B:5 additional information received ; it was reported that there was no difficulty encountered while tracking the device over the guidewire, it was also reported the patient had a normal anatomy without tortuosity. H:6 codes updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.